Event description:
On (B)(6) 2024 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient experienced persistent stoma site erythema. In (B)(6) 2024, a culture was performed on the patient's stoma site, which was positive (agent not reported) and began unspecified oral antibiotics.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 07 nov 2024: on (B)(6) 2023, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A gastroenterologist decided that the peg tube will no longer be repositioned and was removed. The patient was prescribed unspecified intramuscular antibiotic treatment.

Manufacturer narrative:
Reference record # (B)(4). Additional information added to a2, b5, d6b. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.